Event description:
We were only able to deploy the distal portion of the stent and the stent became stuck in this location. Multiple attempts to further deploy the viabahn stent with the string were met with resistance and bending of the catheter